Manufacturer narrative:
The device was returned to an authorized resmed third party service center and an evaluation confirmed the complaint. A replacement internal battery was provided to the authorized third party service center to address this issue. (B)(4).

Event description:
It was reported to resmed that an astral battery pack failed to hold a charge. There was no patient harm or serious injury reported as a result of this incident.